Event description:
Later healthcare professional reported rippling of (l) implant, malposition, baker grade unknown textured implants are recalled. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, g2.

Event description:
Healthcare professional later reported capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left-side capsular contracture, baker grade unknown and "lumps sticking through", textured devices due to patient's concern with product. Device remains implanted.

Event description:
Healthcare professional reported capsular contracture, baker grade I. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d9, h3, h6.